Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. No moisture damage on electronic or motor assembly.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer reported that the insulin pump was exposed to moisture. The customer's blood glucose was 81 mg/dl at the time of incident. The insulin pump was returned for analysis.